Event description:
It was reported the device cuff would not inflate. No adverse effects reported.

Manufacturer narrative:
Investigation completed on a smiths tracheostomy/silicone - bivona tubes neo/ped aire-cuff. Two pictures were received. In first picture, we observed one (1) label from p/n 533640 l/n 3988353 and p/n 65sn035, l/n 3721073. Engineering process and testing reviewed . No root cause could be determinate since no samples were received to perform inspection or testing and per picture received the defect is unclear.no corrective actions were taken since the complaint was not confirmed as leak was not verified.

Event description:
The cuff did not inflate. See product label photo attached. Summary of investigation results completed in h 10 . Additional information on lot expiration and implementation.